Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of almost 400 mg/dl and too high to read at the time of the incident. The customer was at 239 mg/dl at the time of the call. The customer failed to give herself insulin as she was in the 70 mg/dl range and did not want to go lower. The customer did not change her infusion set and was on the 5th day of use and not getting insulin. The customer experienced symptoms such as being tired and sweaty. The customer was wearing the insulin pump during the incident. The customer stated that pump auto mode was active at the time of the call. Troubleshooting was not completed. Customer mentioned sensor issues such as sensor glucose versus blood glucose differences and sensor signal not found. The customer stated that her nurse saw they were having lows around breakfast and lunch and changed their pump settings. After that the customer is having lows constantly. The customer gets down to 50 mg/dl and declined troubleshooting the lows. The insulin pump will not be returned for analysis.